Event description:
On (B)(6) 2012, pt reported his infusion device is malfunctioning. Pt stated he has already packed it in a box and wants to know how to send it back. Pt reported the infusion device gave him an error message and then the device would not respond to anything. Pt stated the screen of the infusion device would flicker. Pt reported he changed the battery but has never changed the battery cover. Advised on proper battery cover changes. Pt reported that none of the buttons on the infusion device would respond. Pt stated he feels it is more of an electronic issue with the infusion device since the screen was flickering and doesn't feel it is a button issue. Pt is currently using his backup infusion device. Pt reported the button issue was constant once the screen on the infusion device began flashing. Pt stated it did not matter how hard the buttons were pressed, they would not function. Pt reported the buttons were not flat. Pt stated he could not confirm the error message since the infusion device would not respond. Pt reported the infusion device would not respond. Pt reported the infusion device did not make any audible sounds when the buttons were pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.